Event description:
Note: this manufacturer report pertains to the first of two devices used in the same procedure. Refer to the associated manufacturer report number 3005099803-2013-02451 for a description of the second device. It was reported to boston scientific corporation that a pinnacle posterior pelvic floor repair kit was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient presented with unspecified complications. Further information provided by the physicians' office on (B)(6) 2013 stated that the patient was last seen in 2010 for pelvic pain, vaginal spasms and anal spasms. An ultra sound was done and came back normal. The patient was verified to be over the age of 18. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.